Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and the infusion set was kinked. Customer does not recall any significant events leading to the error. Customer's blood glucose was 476 mg/dl at the time of incident. Troubleshooting was done for high blood glucose and alarm. Troubleshooting found that the pump was operating as designed. Customer was advised that sample infusion sets would be provided and to return the product for analysis.